Event description:
Nellcor puritan bennett received a report from a biomed that a npb295 pulse oximeter had no audio. There was no incident or patient involved.

Manufacturer narrative:
The npb pulse oximeter was returned to the manufacturer and failure investigation confirmed the report of no audio. Further investigation found a break in the coil wire of the speaker.